Manufacturer narrative:
Per the caregiver, the sample was discarded.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this error occurred during drain 6 of 6. The home patient's (hp) transfer set came undone. The tsr explained the alarm and helped the caregiver to clear the alarm as the hp was not connected. The decision tree showed there was a separation. No patient injury or medical intervention was reported. Product surveillance contacted the caregiver in 2009 to obtain additional information. The caregiver stated that the patient was sleeping during the problem and it was in last drain. The caregiver also stated that there was tape on the transfer set and the separation was between the transfer set and catheter. The caregiver stated that the cause was possibly the patient rolling over at night and the patient was soaked with solution. The caregiver stated the transfer set had been in use about a week and the patient had been on dialysis for around a week. The caregiver then stated the catheter adapter was plastic from an unknown brand and the connections were made by hand. The caregiver did not notice any connection difficulties and the product code and lot number were unknown. The caregiver stated the sample was discarded and a new transfer set was given to the patient, as well as, antibiotics were given for the separation. There was no patient injury reported.